Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-4000 unit remained activated after the trigger was released. A new kit was used to complete the procedure. There were no pt effects. The product is returning.